Event description:
A barostim system was implanted on (B)(6) 2023. It was noted that the patient experienced shortness of breath and fluid retention in (B)(6) 2025 and was hospitalized. The patient was discharged. During a follow-up on (B)(6) 2025, lead impedance was over 4000 and lead damage was suspected. An x-ray occurred and additional medications were prescribed. A system replacement occurred on (B)(6) 2025.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2023. It was noted that the patient experienced shortness of breath and fluid retention in (B)(6) 2025 and was hospitalized. The patient was discharged. During a follow-up on (B)(6) 2025, lead impedance was over 4000 and lead damage was suspected. The lead impedance trend showed that the lead had been intermittently high since before july 2024. An x-ray occurred and additional medications were prescribed. Based on the x-ray results, a system replacement occurred on (B)(6) 2025. The system was retained by the site, and no information was received indicating if lead damage was observed. As of (B)(6) 2025, the patient was doing well, and a titration increase had occurred successfully.

Manufacturer narrative:
Updated fields: b3, b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).